Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter;mixed vial lot returned;unable to evaluate. Most likely underlying root cause of malfunction:strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is 60 to 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of actual blood glucose results. The customer is currently taking insulin to manage diabetes. Back to back blood test performed by customer fasting during call on (B)(6) 2016 produced results of lo and lo. The product is stored by customer in the living room. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is (B)(6) 2016. The meter memory reviewed for fasting test results: (B)(6). Adverse event not reported.